Event description:
The recipient is reportedly experiencing pain and tenderness at the implant site. Revision surgery will be scheduled.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly not contacted the facility to pursue revision surgery at this time. The recipient remains implanted. This is the final report.